Event description:
It was reported that during an unk procedure, the product was removed from the abdomen and the bottom flexible ring had become detached. The ring was removed with another instrument. There was no reported pt consequence.